Event description:
It was reported that patient faced infusion set kinked cannula event on 16-march-2026 and patient experienced with high blood glucose level 589mg/dl and treated with correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-08824 / initial 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site:3003442380.